Event description:
Follow up information received from the healthcare professional (hcp) confirmed that cause of the issue was that the lead components of the ins system caused a small bowel obstruction and that the ins system was explanted. The patient outcome was reported as ¿poor response.¿ if additional information is received, a follow up report will be sent.

Event description:
It was reported an implantable neurostimulator (ins) was left implanted in the patient following end of service (eos). The patient experienced a bowel obstruction. In the beginning of (B)(6) 2012, she started to have bloating and had increased pain in her stomach which occurred on (B)(6) 2012. She went to the ER around the week of (B)(6) 2012 and had an x ray taken. The health care provider (hcp) could not find any issues. She went back to the ER on (B)(6) 2012 and that was when the hcp saw something on the x ray. She had surgery on (B)(6) 2012 due to a bowel obstruction which was caused by a lead that became dislodged. The lead wrapped itself around the intestine which also created a hernia at the "j-tube." She had a 5 1/2 hour long surgery to correct the issue. She had scarred tissue that built around the large and small intestines. Because of this, her hcp had to cut out her ileo fecal valve. At this point, the hcp took both the ins and the leads out. The patient requested to see the ins, but the hcp stated no, however, she was able to see the leads. She had not had any falls or trauma and was not a very active person. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), explanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), explanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 435135 lot# serial# (B)(4) implanted: explanted:; product typ lead product ID 435135 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted:; product typ lead. (B)(4).

Event description:
Additional information was reported that the patient was hospitalized and that was associated with the event. The patient recovered without sequel. The patient was seen at another hospital. The follow-up doctor had no records. The patient reportedly had bowel obstruction with removal of leads.